Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) wont inflate the balloon. No patient involvement and no injury reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, e4, g3, g6, h2, h3, h6 (type of investigation , investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) diagnosed the device and performed steps to reproduce the reported failure/error, yet the failure did not reproduce; now, the balloon pump inflates and continues to function as intended. Precautionary service: perform in-depth inspection and there are no traces of blood. Verification: ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range.

Event description:
N/a